Manufacturer narrative:
While troubleshooting no sensor detected case (B)(4) with transmitter, the user complained that the sensor was not linking to his new replacement transmitter on 23 dec 2024. RMA-22928 and RMA-22934 were issued for transmitter and sensor, respectively. By closure of (B)(4), only transmitter was returned to senseonics.transmitter passed all tests and showed no malfunctioned. Log file analysis confirmed customer complaint that transmitter was unable to link sensor as the nfc cal result was logged as zero which indicates the signal strength is too poor to link. A review of dms data also shows that the user was able to successfully communicate with replacement sensor and his first transmitter and is currently using the system no further sensor communication complaints. Since testing of returned transmitter 301899 showed no issues and prior transmitter 301051 was successfully linked to replacement sensor, the issue was most likely an issue with sensor, which has not been returned to senseonics for further analysis by closure of (B)(4). A review of the raw sensor data showed one asic was not communicating at all with prior transmitter starting around 21st nov 2024. From 11 dec 2024, the sensor stopped communicating completely with transmitter and also could not be found with replacement transmitter. It is likely that sensor aiscs failed, thereby disrupting communication with the transmitter. As part of resolution, the RMA was authorized to offer the user a sensor and transmitter replacement. B4. Date of this report 21 march 2025. G3. Date received by the manufacturer? 21 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - impact code updated to 4624. H6. Medical device problem code updated to 2896. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Event description:
On december 23, 2024, senseonics was made aware of an incident where the user complained of inability to connect the sensor with new transmitter. The customer was inserted with a new sensor on (B)(6) 2024. The RMA was authorized for both sensor and transmitter for replacement and return of the product for investigation.